Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance, increased capture threshold and low sensing was observed on the right atrial (ra) lead due to dislodgement. The issue will be resolved by repositioning the ra lead. Ra lead revision is anticipated. The patient was in stable condition and experienced no adverse health consequences.